Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd q-syte¿ luer access split-septum stand-alone device leakage occurred. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the connector had been used for 3 days, the customer complaints the septum sunk and leakage during infusion.

Event description:
It was reported that during use of the bd q-syte¿ luer access split-septum stand-alone device leakage occurred. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: the connector had been used for 3 days, the customer complaints the septum sunk and leakage during infusion.

Manufacturer narrative:
Investigation summary: received a q-syte unit without packaging material. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: the q-syte was received with the septum pushed in into the adapter. Traces of septum and adhesive residual were visible on the rim of the q-syte top body. Damage (tears) was observed on the slit of the septum top disk. Damage (tears) was observed on the slit of the septum bottom disk (dissected after leak test). Water leak test: the top disk was put back into position. The iso standard luer from the water leak test was connected to the q-syte unit. No leakage was observed on either the actuated or the unactuated positions. Video: the video displays the following: a q-syte unit connected to an unknown device at its male luer side and a slip luer syringe to the female luer side. The slip luer syringe its filled with clear liquid the user is flushing the liquid into the q-syte. Leakage (drops of clear liquid) was observed. The source of the leakage its unknown. Conclusion(s): indeterminate: a definite source that caused the septum to separate from the rim of the q-syte could not be determined. The evaluation of the septum revealed evidence of adhesive and septum deposits. This is an indication that a bond was provided during the manufacturing process. A failure mode associated with the returned sample did not indicate that manufacturing process introduced, external forces most likely contributed to the failure observed. The received condition of the unit would be a contributive factor for the leakage observed on the video.